Event description:
It was reported "the patient had the PICC for cyt. When they removed the catheter for maintenance they found the catheter was closed off at the hub. The catheter was totally fractured. The catheter end was outside the arm and they could pull it out without harm"

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx2724 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample analysis, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break in the catheter is confirmed. One 4 fr s/l powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residues on the catheter and a complete break at the distal end of the molded joint. It was observed that the catheter was cut at the 38 cm depth marker. Tensile stress along the catheter was not observed during a tactile evaluation. A microscopic observation revealed a granular fracture surface on the distal end of the molded joint as well as the proximal end of the break. Due to the nature of the break, the complaint of a break in the catheter was determined to have an unknown cause. Granular fracture surfaces are typical of a tensile break, however no tensile weakness was observed along the catheter, therefore, the root cause of the investigation is unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "the patient had the PICC for cyt. When they removed the catheter for maintenance they found the catheter was closed off at the hub. The catheter was totally fractured. The catheter end was outside the arm and they could pull it out without harm."